Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p2f0340). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection (lap lar) procedure, while articulating the device, the articulating lever broke and then disengaged. Hence, the device was not fired. To resolve the issue, a device from another manufacturer was used. There was no patient injury. Medtronic's evaluation found that the clamping mechanism was deformed which is indicative of being applied to tissue that is beyond the recommended thickness range.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information r egarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that of thick tissue, the device clamping mechanism was deformed, the device knife blade was damaged and a device obstruction. Visual inspection noted the loading unit was fully fired. The loading unit had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. The damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Also, the deformed clamping mechanism may occur if: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.